Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The ssd was replaced and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, ubd: unknown, UDI#: unknown additional information added to section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional troubleshooting information was received. It was reported that while the manufacturer representative (rep) was in the clinical application, the system became unresponsive. This occurred on both monitors at the same time. The rep waited for several minutes, but could only clear the unresponsive monitors via a reboot. This occurred several times while attempting to navigate the clinical software. The rep confirmed that the system storage was at 94% empty.

Event description:
Medtronic received information regarding a navigation system being used during an endoscopic cyst removal/functional endoscopic sinus surgery (fess) procedure. It was reported that the main cart monitor was black on boot up. The camera cart was working as intended and was used during the case. While troubleshooting the clinical consultant (cc) reported there was no physical damage on the monitor. Cc reported there was a solid red led in the bottom right corner of the screen above the soft keys. The cc pressed the softkeys and it did not change the led on the bottom right corner of the screen. The soft key menu would not appear. Cc confirmed the power led was blue. Cc checked the back of the monitor connections and all were seated properly with no reported damage. Cc was unable to confirm if the computer fans were heard running. The cc checked the v6 led on uninterruptable power supply (ups) ups and confirmed it was seated properly. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, additional information) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795, ubd: unknown, UDI#: unknown. H6) annex g code updated to reflect added case part product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.